Event description:
No additional information was received from the customer. This supplemental is being submitted to correct coding. Updates to b2 and f10.

Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp), the single use preloaded sphincterotome wire broke and fell into the patient¿s pancreatic duct. The surgeon attempted to retrieve the broken wire with grasping forceps but was unsuccessful. The patient returned for an additional procedure to try to remove the piece of broken wire, however that was again unsuccessful. A follow-up is scheduled to discuss possible surgery.